Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 30074022m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch¿ electrophysiology catheter, and the biosense webster, inc. Product analysis lab found material protruding by ring #1. Initially, it was reported that during the procedure, there was an intermittent or low irrigation on the catheter but not complete occlusion. The catheter was exchanged to complete the procedure. There was no patient consequence. This irrigation issue was assessed as not reportable. Intermittent or low irrigation is highly detectable by the physician. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster inc.(bwi) product analysis lab received the device for evaluation and found on january 9, 2019 that the pebax did not feel smooth. There was material between ring #1. During additional assessment on january 16, 2019 it was found that a portion of the polyurethane (pu) ring was missing. After further review of the picture taken on january 9, 2019, it was clarified that there was material protruding by ring #1. The fact that a small piece was now found missing in the pu confirms this issue. This lab finding was assessed as reportable because the integrity of the device was not preserved. This event was originally considered nonreportable, however, bwi became aware of this reportable lab finding on january 9, 2019 and have reassessed the event as reportable.

Manufacturer narrative:
On(B)(6)2019 , additional information was provided regarding the hospital name and address. Therefore section e1. Initial reporter information has been updated. The correct name and address for the facility is: 7th medical center of chinese pla general hospital no. 5, south gate, dongsishi district, dongcheng district, beijing manufacturer's reference # (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab completed additional testing on february 5, 2019. The scanning electron microscope (sem) analysis showed there was missing polyurethane (pu) of electrode 2. There was evidence of mechanical damage and stress marks on the polyurethane (pu) area underneath electrode 2. It was also observed that there were scratches on the ring surface that follows pattern of damage. The biosense webster, inc. Product analysis lab analysis showed that the integrity of the catheter is compromised per originally reported. Therefore, these findings remain reportable. Manufacturer's reference # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch¿ electrophysiology catheter. It was reported that during the procedure, there was an intermittent or low irrigation on the catheter but not complete occlusion. The catheter was exchanged to complete the procedure. There was no patient consequence. The device was inspected, and material was observed on the ring # 1, then, during the second visual inspection part of the pu (polyurethane) that covers ring # 1 was found missing, this is related to the material observed in the first visual inspection, in addition, the ring # 1 was found out of place. Then, irrigation test was performed, and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. Due to the ring out of place, the manufacture team performed an investigation in order to find the root cause, the investigation results showed that this issue is not related to the manufacture process since the ring was measured and it was found to be within manufacture specifications. Scanning electron microscope (sem) testing was performed on the damaged area and the results showed there is missing pu on ring # 1. There is evidence of mechanical damage and stress marks on the pu area underneath ring # 1. There are observed scratches on the ring surface that follows pattern of damage. Is possible that damage was caused by an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was not confirmed since the catheter was irrigating correctly. The root cause of the damage observed on the ring cannot be related to the manufacture process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the manipulation of the device. Product complaint # (B)(4).